Manufacturer narrative:
The dispatched dräger fse could confirm the ventilator failure based on a log file analysis. Error codes can be found in the logs indicating that - soon after start of automatic ventilation - the supervisor software had detected two consecutive encoder check errors (wrong motor position) and forced a shut-down of automatic ventilation which was accompanied by a corresponding alarm. The device was further used in manual ventilation mode then. An in-depth evaluation of the replaced motor unit was not considered necessary - evaluation of earlier reported similar events revealed that wear-and-tear related abrasion of the collector disc had resulted in development of positions where the motor does not provide mechanic power due to contact interrupts to the carbon brushes; speed fluctuations will be the consequence. The speed fluctuations result in a deviation between measured and expected piston position. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. As confirmed for the particular case, manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component after 17 years of use; no patient consequences have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The entire motor assembly was replaced, the device passed all consecutive tests and could be returned to use.

Event description:
There was a ventilator failure reported. There was no detail in the report which would reasonably suggest that this has led to consequences for the patient.